Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated during a routine follow up visit and was noted to have exhibited several bursts of inappropriate anti-tachycardia pacing (atp) due to atrial tachycardia. There were no out of range measurements noted. Subsequently the patient was admitted to the hospital for monitoring. The device remains implanted. No adverse patient effects were reported. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.